Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation still in progress.

Event description:
It was reported that during the surgery, the anchor would not seat properly into the burr hole and the surgery was completed with another device. No patient consequences were reported as a result of the malfunction. No additional information is made available.

Event description:
It was reported that after drilling into the patient, the surgeon was unable to insert the juggerknot soft anchor due to the hole being too small. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. DHR review cannot be performed for the drill without product identification. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unk, drill, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10842.